Event description:
A user facility reported that a dialyzer clotted and blood loss occurred 3 hours and 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an arterial/venous pressure and air detected alarms. Blood was noted in the transducer. An attempt was made to clear the transducer but the high venous pressure and air detected alarms continued. The clots were noted at the bottom of the venous chamber. The patient¿s blood was returned arterially. The prescribed blood flow rate was achieved when the clotting occurred. Heparin was used for anticoagulation during treatment but amount was not provided. Pre-dialysis heparin bolus was used for anticoagulation. The patient does not have any condition that affects clotting. The patient¿s estimated blood loss (ebl) was approximately 100-300 ml. It was confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient declined to set up new treatment and ended treatment approximately 45 minutes early. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Investigation: the complained sample was not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis is not done. A failure during manufacturing process can be excluded based on the investigation. In the production line, the filters are 100% tested both for their tightness and for open fibers. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported that a dialyzer clotted and blood loss occurred 3 hours and 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an arterial/venous pressure and air detected alarms. Blood was noted in the transducer. An attempt was made to clear the transducer but the high venous pressure and air detected alarms continued. The clots were noted at the bottom of the venous chamber. The patient¿s blood was returned arterially. The prescribed blood flow rate was achieved when the clotting occurred. Heparin was used for anticoagulation during treatment but amount was not provided. Pre-dialysis heparin bolus was used for anticoagulation. The patient does not have any condition that affects clotting. The patient¿s estimated blood loss (ebl) was approximately 100-300 ml. It was confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient declined to set up new treatment and ended treatment approximately 45 minutes early. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.